Event description:
General report received if an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to delivery unspecified chemotherapeutic agents. It was reported that either during priming or after unspecified lengths of time in use, leakage was note at "the junction of the tubing and the filter" of the tubing sets. The tubing sets were replaced and the therapies were resumed. The spills were cleaned up according to the user facility's protocol. There were no reported adverse effects to the pts or healthcare professionals. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.